Event description:
The facility reported to customer service an infusion pump that was not infusing the volume of liquid that it was programmed for. The event is reported to have occurred during pt use; however, it is not known at what step of the process the incident occurred. The customer reported no injury or medical intervention. No additional contact information was available.

Manufacturer narrative:
The pump was returned for service. Baxter service confirmed that the pump head mechanism under infused. The pump head mechanism was replaced. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is currently being investigated under CAPA, which was initiated in 2005.